Manufacturer narrative:
At the time of the event, this adverse event was not reported. This report is retrospectively addressing the medical device reporting criteria. This is logged as a 30 day report, but the time lines for this report are exceeded.

Event description:
A female patient underwent anterior pelvic floor prolapse repair in 2006. Post procedure (2007) patient presented with repeat anterior prolapse. Patient was forwarded to another physician.